Event description:
It was reported that during an attempt to shape the guide wire, the tip coil stretched. Reportedly, the device was not used on a pt and no pt injury was associated with this event. Analysis of the returned guide wire confirmed that the core had separated. This is being filed as an MDR based on co's investigative findings.